Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Study: p.s. Corona, m. Altayo, c. Amat et al., reconstruction of infected post-traumatic bone defects of the distal femur with the compress r implant. Preliminary results of a staged non-biological strategy., injury, https://doi.org/10.1016/j.injury.2020.10.016.

Event description:
It was reported via study that one patient was revised due to aseptic loosening of the femoral component. Since the patient was weight bearing without any reported traumatic event and this occurred at 7 months after her initial compress surgery, the author attributes the complication to a failure in osseointegration of the implant. After revision with another compress femoral component, the patient had no further incidents after 20 months of follow up. Attempts have been made and no further information has been provided.